Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to have lung infection related to a CPAP device's sound abatement foam. The patient did receive medical intervention and reported to have spent three days in the hospital. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - there is no signs of contamination on the outside of the device.there was contaminatio on the bottom enclosure also there was corrosion on the p4 connector.the manufacturer found there were signs of mineral deposits in blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were two errors (err_motor_flux_magnititude) found. The manufacturer concludes,that they could not confirm the customer complaint and there is no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a lung infection. The patient did receive medical intervention and reported to have spent three days in the hospital. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.